Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. It was reported that audio bolus button was unresponsive. The reporter stated that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2014 with the following findings: the complaint of an unresponsive audio bolus button was not duplicated during testing. The audio bolus button was found to be intact and responded appropriately. Evaluation revealed moisture under the display. The display lens was observed to be cracked. A leak test was performed and a display lens leak was found. The pump was opened and additional moisture was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.